Event description:
Two certified nurse assistants were transferring a resident with an invacare reliant 450 lift when the lift began to tilt and the trapeze part of the lift moved around. One of the nurse assistances blocked the bar but the bar did bump the resident's forehead. The bump caused a light-colored bruise to the resident's forehead and eye area.